Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a hospital. The product is not sold in the USA, but it is similar ot a product which is sold in the USA. We are awaiting the return of the complaint device to complete our investigation. We received a photograph showing the heater wire pins. One of the pins appear bent. We will confirm when the device is returned. Results: this type of fault would have been detected during our manufacturing tests. We believe the pin most likely bent while the breathing circuit was being set up for use. Conclusions: the device failed just prior to use. The rate of occurrence for such complaints is approximately 0.0016% worldwide for the last year.

Event description:
A hospital reported to our distributor that when the hospital staff set the rt200 adult breathing circuit to a ventilator, they noticed that it was impossible to connect an electrical adapter to the inspiratory tube because the pin for the heater wire was deformed.